Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had pocket discomfort due to weight loss. A pocket revision was performed to place the ins deeper. The issue was reported to be resolved. No further complications were reported.